Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and off no power anomaly. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind and prime successfully. Customer reviewed the alarm history and found out 1 motor position encoder error and motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. Customer declined to troubleshoot for no off power alarm. Customer stated that she will continue to use pump again recommendation and will monitor but has syringes as back up.

Manufacturer narrative:
The insulin pump powered up properly after battery installation, no blank display and no unexpected off no power noted. No e70, motor error alarm or no excessive no delivery alarm during our testing. The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.